Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage test passed. Share log review showed no data. Performed pairing test with nordic bluetooth device and passed. Bin file analysis showed no data. The customer complaint confirmation was undermined because there was no data within the investigation window. The reported event of a failed transmitter error was undetermined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.